Event description:
Additional information received from MFR on 10/25/1999: the packaging machine for this product is equipped with two automatic inspection stations which sense syringes with missing needle/shields and prevents them from being loaded into the packages. The effectiveness of this device is audited during each shift the machine is operated. In addition, a finished product audit is conducted on a weekly basis. The latter audits confirm that this defect occurs very infrequently.